Event description:
It was reported that the patient had difficulty charging the ipg and would have to charge about forty minutes a day. The patient underwent a revision procedure.

Event description:
It was reported that the patient had difficulty charging the ipg and would have to charge about forty minutes a day. The patient underwent a revision procedure. Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.